Event description:
It was reported that the power cord prongs of pumps are easily broken; either their pins damaged inside or broken. The issue is intermittently happening. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: [3012307300-2022-13654]. The report was submitted in error., corrected data: corrected information provided in h10.